Manufacturer narrative:
(B)(4).

Event description:
During the surgery both the anchors got deployed in a single fire. It is unknown if there was a backup device available or if there were any delays. No patient injuries were reported.

Manufacturer narrative:
Device investigation narrative - one fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the depth limiter straw has been removed from the assembly. T1 is free from the needle but remains attached to the suture. T2 is in its customary position on the insertion needle. Actuator is in its pre t2 deployment position indicating a deployment of t1. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. Reported simultaneous deployment cannot be confirmed. The devices IFU does not instruct the end-user to remove the depth limiter. This investigation could not verify or identify any evidence of product contribution to the reported complaint. Further investigation is not warranted at this time. Credit has been issued as a customer courtesy.